Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor and gear of the battery oscillator device were worn, and the housing was badly worn. It was determined that the gearbox was loose, and the motor pinion was damaged. It was further observed that the device had collateral and cosmetic damage and would not run. It was determined that the trigger chopped, and the moving parts did not move smoothly. It was further determined that the device failed pretest for trigger test, check the off/on/on mode, check triggers and ecu (electronic control unit) and check the oscillation frequency. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.